Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that pulse generator interrogation displayed a -data not read- message. Battery data from (B) (6) 2009 was 2.7 v, 13 ua and 4.8 kohms with an estimated 1.5 to 2 years remaining longevity. The device was programmed to vvi mode, after which battery data of 2.61 v, 10 ua and 10.9 kohms with an estimated 0.75 years remaining longevity was obtained. The pulse generator was explanted and replaced, as battery data could not be assessed in dual chamber mode.